Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the emergency medical services were dispatched for low blood glucose on (B)(6) 2018. Blood glucose reading was 32 mg/dl. The customer stated that they did not eat properly and was working outside, resulting in the low event. The customer was treated with sugar intravenously and a glucose injection. Troubleshooting was not completed on the insulin pump. The insulin pump will not be returned for analysis.